Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection and the pump and its components were found in general in good conditions, however the sensor board was damaged. Auto-test was performed. After pump was turned on a f-22 alarm appeared. The cause of the alarm was determined to be a damaged sensor board. The device was sent for destruction. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-22 alarm after it was turned on. There was no patient involvement. No additional information is available.